Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthese joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthese joint reconstruction, or its employees caused or contributed to the potential event described in this report. H10 additional narrative: added: h6 (patient code). H6 patient code: no code available (3191) used to capture the device revision or replacement. Surgical intervention was removed. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary : no device associated with this report was received for examination. A worldwide lot specific complaint database search, or device history record (DHR) review, was not possible because the required lot number was not provided. Based on previous investigations, this complication of joint replacement is unlikely to have been the result of a device failing to meet required specifications. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system.

Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
The patient was revised to address tightness in both flexion and extension. The primary attune femoral component was removed, so that a posterior capsule release could be performed. Her medial colateral ligament was also released or lengthen slightly. A replacement attune ps femur of the same size and a replacement attune rp ps tibial insert was implanted. The primary rp tibial base (tray) was not revised. There was no suggestion by anyone that there was or may be deficiencies with the products. No surgical delay. Doi: (B)(6) 2017, dor: (B)(6) 2020, right knee.